Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that she gets excruciating pain in her legs, and she cramps up from her knees to her crotch, and through her whole pelvic floor up to her "butt". The patient indicated that when it happens, her right toe "goes up to the ceiling" until the pain and cramping subsides. This occurs at night after she gets home from work and after dinner. The issues really began worsening sometime (B)(6) 2016. The patient has seen her healthcare provider (hcp) for this, and the hcp says that her stimulator might need to be reprogrammed. The patient has been to the ER twice for this, and it happened again last night. The ER personnel just give her benadryl and muscle relaxers and send her home. The patient reported that last night they called the fire department and ambulance for this issue, but the cramps had subsided by the time the emergency personnel had arrived, so she told them that she no longer needed assistance. The patient says that when the issues start, she's "completely crazed with pain" and cannot stand. She can only sit and cry. The patient also stated that she hates the new ins with adaptive stimulation, noting that the first ins gave her no issues at all. The patient was instructed to sync with the patient programmer and it was determined that adaptive stimulation is not activated. The patient has not tried turning stimulation off to see if the spinal cord stimulation (scs) therapy is contributing to the pain and cramping. She would rather deal with the cramping than go without the scs therapy. No further complications were reported. The patient was redirected to their hcp. The indication for implant was non-malignant pain.